Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon interrogation of the pacemaker, it was noted that there was an error message displayed during interrogation. The clinic suggested this alert may be caused due to electromagnetic interference exposure or parameter set corruption. Programming changes were done. There were no adverse consequences to the patient.